Manufacturer narrative:
This adverse event was the result of the pt ignoring alarms that alerted her to the fact that the battery needed to be replaced. There is no evidence of pump malfunction.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2014 with the following findings: a crack was observed at case seal of battery compartment. The total daily dose in current pump history adds up correctly. The pump successfully passed a delivery accuracy test. The display screen has a faded pinkish contrast and the screen is still able to be read. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten.

Event description:
It was reported that the pt had blood glucose level of 600 mg/dl; the pt did not report symptoms of hyperglycemia or dka. The pt reported that she woke up with no power to the pump. She stated that the battery cap was secure to the pump and rebooting the pump had not effect on the power. The pt placed a new battery into the battery compartment and rebooted the pump; the pump powered up as expected. She reviewed the alarm history and discovered a low battery warning at 3:00 am and then a replace battery alarm at 5:00 am. Customer support explained to the pt that the battery had lost charge and the pump alarmed appropriately. The pt has continued to use the pump with no reported subsequent events. This event is being reported because of the user error leading to a serious hyperglycemic event.